Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels (300mg/dl) today. Elevated blood glucose levels were treated by manual injections. System check was performed with tandem technical support, and the pump performed as intended. The customer was shipped a replacement box of infusion sets to try, and advised to call back if the issue persists.